Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when seeing the vaginal cuff on a laparoscopic hysterectomy, the needle broke off stitch. They confirmed foreign body by radiology but could not find the needle. Additionally, the patient was under anesthesia longer but no reported adverse event.

Manufacturer narrative:
Post market vigilance (pmv) led a photograph evaluation of one device. Device jaw was observed to be intact. The blades of the device did not show any abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Without the physical product the reported condition could not be investigating as it would require functional testing of the actual device. If information is provided in the future, a supplemental report will be issued.